Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported by the hcp that the pump was ¿flipped in the pocket¿. Unknown if any env ironmental/external/patient factors may have led or contributed to the issue. The hcp stated the pump was very difficult to interrogate for refill, that he could not find the port under ultrasound, and the pump appeared flipped under fluoroscopy. They scheduled surgery on (B)(6) 2025 to correct flipped pump. The issue had yet to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the patient underwent successful pocket revision. Pump was flipped back to correct position, and was successfully refilled. Pump had not run completely empty. The healthcare provider (hcp) confirmed under fluoroscopy that the pump was placed appropriately.